Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-mar-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed to open and was not recognized as closed. A field service engineer (fse) logged into diagnostics and observed that the position sensor was reading 0.25. The fse adjusted the magnetic strip, which allowed the drawer to close and shut properly. The drawer passed all diagnostic tests. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer could not be opened or closed. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.